Manufacturer narrative:
Additional data: b3: date of event: 29-may-2020. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.00/+2.5/088 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Cause of the event was unknown.